Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02815. It was reported after a fall the patient experienced ineffective stimulation. Diagnostics showed high impedances. In turn, the extensions were explanted and replaced to address the issue. The impedances remained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.